Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure to move the placement of the battery.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure to move the placement of the battery.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure to move the placement of the battery.